Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's relative reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was broken shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a4, a6, b3, b5, b6, d1, d2, d4, d6a, d6b, h4, h6.

Event description:
Device has been explanted.